Event description:
It was reported that, during a cori-assisted tka surgery, a drill disconnect error message was displayed. They pressed quit and physically disconnected the real intelligence robotic drill. A second drill disconnect error occurred ((B)(4)), followed with inadequate console and an internal error of the real intelligence cori ((B)(4)). Therefore, they plugged in a new drill. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.

Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.